Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be incorrect balloon design. The lot number was unknown; therefore, the device history record could not be reviewed. Directions for use 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient 6. Wash hands and don clean gloves, use the provide packet of wipes to cleanse patient¿s periureteral area 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique position fenestrated drape on patient 8. Remove foley catheter from wrap and lubricate catheter 9. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 10. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 11. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter would not deflate.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used drain bag with it, spc, latex foley with tes, and slip tip syringe. Visual inspection of the sample noted balloon returned partially inflated, balloon deflated easily with returned slip tip syringe in under one minute, inflated with luer lock and passively deflated with no issues in under one minute. No root cause could be found because the reported event was unconfirmed. DHR and labeling review are not required since the reported failure was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter would not deflate.